Manufacturer narrative:
Product event summary: the full lead was returned in segments and analyzed. The analysis indicated that the distal conductor of the lead became extrinsically fractured due to pulling/stretching/overstress. The proximal conductor of the lead became extrinsically fractured due to pulling/ stretching/overstress. Visual analysis of the lead indicated apparent explant damage. The analyst noted the full lead was returned in segments. The distal and proximal conductors were extrinsically fractured from pulling/overstress. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was no capture and out of range high impedance on the right ventricular (rv) lead. The rv lead was explanted and replaced. Once in the pocket, the physician discovered the left ventricular (lv) lead was "broken" near the connector port. The lv lead was explanted and replaced. No patient complications have been reported as a result of this event.